Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was hospitalized after experiencing an elevated blood glucose (bg) level; however, no specific bg value was provided. It was also reported that the pump was turned off and now would not turn on. The customer charged the pump and the pump turned on. The contact declined to provide any further information about the reported events.